Manufacturer narrative:
A manufacturer rep went to the site to test the system. A mechanical failure was found since the door would not close. The system booted normally but door would not close. Manually rotated door and checked door rollers, roller pins, cable guide and winch drum. Winch cable was very tight on one end. Loosened winch cable slightly by backing off cable using manual ratchet. System began functioning normally after this. Opened and closed door 10 times without any issues. Performed system checkout. System functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not close. There was no patient.